Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving morphine (30mg/ml at 1.4mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was not getting relief from the pain pump. Per the physician, the amount of medication extracted from the pump did not match the tablet. A dye study was performed, and they were unable to aspirate the catheter. The catheter was revised and replaced with a new one. There were no falls or change in the patient environment. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.